Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapter, upn: (B)(4), model: sc-9218-15, serial: (B)(4) , batch: 21028663/7030715.

Event description:
It was reported that the patient was experiencing worsening of pain and had inadequate pain relief. The patient underwent an explant procedure wherein all devices were explanted and were not returned.